Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation and anxiety-product/procedure was reviewed on 19-aug-2020. Visual analysis of the photographs identified. Device patch with lot (or catalog) number mcghan360 red particle material on the shell white biological tissue device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.